Manufacturer narrative:
The actual complaint product was returned for evaluation. Sample evaluation showed the end loop of the percutaneous endoscopic gastrostomy (peg) tube was separated. Under magnification (20x), sliver wiring appeared to be separating from the clear sheath or casing. The sponge bumper appeared to be damaged-free. The bumper was still intact into the tube. The incident was confirmed as reported. A root cause could not be determined. All information reasonably known as of 01 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30202085 was reviewed and the product was produced according to product specifications. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 27 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2023, has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported, that during pull through of the percutaneous endoscopic gastrostomy (peg) tube, the loop wire on the peg snapped, causing the bumper to become stuck in the back of the throat. The tube had to be retrieved using a gastroscope and snare. The procedure was restarted from the beginning. Medical treatment included additional sedation and increased suctioning as the patient became distressed. The next day, the patient vomited coffee ground emesis. The patient was reported to be stable but feeding stopped. Per additional information received on (B)(6) 2023, the patient is clinically stable, and there is no further bleeding.